Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post-lumbar laminectomy syndrome and cervical radiculopathy. It was reported that the patient was having problems with the device. The stimulation shut off yesterday and the patient can¿t get the ins reset using the recharger like he had been shown to do before. The patient stated with the age of the implant, it is possible the ins depleted, but he wanted to meet with a manufacturer representative (rep) for assistance. The patient mentioned the ins was on all the time otherwise the patient got migraines. A rep stated they would call the patient. No further complications were reported.